Manufacturer narrative:
Clarification b5 & h6: there was no report of swollen lymph nodes on the left side.

Event description:
Patient reported left side rupture. Healthcare professional reported capsular contracture, baker grade IV. The device remains implanted.

Event description:
Patient reported ¿it started to look strange, the shape changed, I felt discomfort, I decided to go to the doctor, I did an ultrasound, magnetic resonance, it was found that the prosthesis had ruptured. I did some research and saw that this one had a problem¿. Healthcare professional later reported capsular contracture baker grade IV and siliconomas via MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.